Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. The hp stated that they saw a solution on the desk where the device was located but could not tell where it was coming from. The hp stated that the connection between the bags and the lines were connected tight. Renal therapy services (rts) advised the hp to close all of the clamps including the transfer set then disconnect using aseptic technique. Rts advised the hp to contact their pd nurse regarding the missed therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.